Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. Customer's blood glucose reading was unknown. Troubleshooting for unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and received the alarm. Troubleshooting for keypad anomaly was performed. Customer advised buttons were unresponsive and they were unable to clear the unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.